Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the tip of the guidewire separated. A rotowire guidewire was selected for rotablation of a calcified lesion. However, upon opening the package, it was noted that the tip of the rotowire was separated while removing it from the snail. The rotowire was not used in the patient. The procedure was completed using another of the same device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope inspection of the device revealed that the spring tip was detached from the distal section of the guidewire and did not return for analysis. Total length of the guidewire was measured 129.5 in. Even though the spring tip was detached and did not return for analysis, the total length of the guidewire was between the specification of the rotawire. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the tip of the guidewire separated. A rotowire guidewire was selected for rotablation of a calcified lesion. However, upon opening the package, it was noted that the tip of the rotowire was separated while removing it from the snail. The rotowire was not used in the patient. The procedure was completed using another of the same device. There was no patient complications reported.